Event description:
It was reported that the ventilator had a continuous flow. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. G4 is unknown, no product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(6).

Manufacturer narrative:
E1 - phone provided. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, no abnormalities were found on the appearance of the device. Per functional testing, the reported event was not reproduced. After reconfirming the details of the customer's repair request, it turned out that the customer's request for repair was incorrect. The customer's request was for periodic maintenance inspections. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed periodic maintenance inspections. The device passed all functional and delivery tests.a1, a2, a3, a4, a5, a6, d4, serial number UDI number, and h4: device manufacture date.